Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. An external physical inspection was performed and passed. A voltage measurement test was performed and failed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of a pair new transmitter message is reportable based on the finding of a transmitter failed error. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.